Event description:
Customer alleged the "bed smoked up the room". No injuries reported.

Manufacturer narrative:
Hill-rom's findings: the smoke that was reported came from the sound foam and the fan housing melting along with the nomex charring. This event was caused by: the cooling fan not drawing air across the stainless steel charging resistor, which allowed heat to build up in the blower box during the charging cycle. The fan not working was caused by: the keps nuts not being tightened properly and backing off which in turn allowed the fan to move from its locatin and allowed the fan blades to get jammed by the transformer body.